Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was replaced, and the unit was returned to service.

Event description:
It is alleged the unit shut down. There was no report of patient involvement.